Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 3006705815-2019-00147. Related manufacturer reference #: 3006705815-2019-00148. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced with a paddle lead. In addition, it was found that the incorrect leads were reported for the abandoned procedure that occurred on (B)(6) 2018. As such, the correct lead has been added to this event a new device.